Manufacturer narrative:
Initial.

Event description:
It was reported that the patient received an urgent low soon alert while a new sensor was in warmup, performed a fingerstick that read 56 mg/dl without symptoms, treated with orange juice, and subsequently recorded a sensor-connected glucose of 215 mg/dl without symptoms; education was provided regarding hypoglycemia treatment and potential overtreatment, and the device component was not implicated. Symptoms included hypoglycemia and subsequent hyperglycemia. Outcomes included insufficient information to characterize impact beyond self-treatment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a usage problem identified, with an improper or incorrect procedure or method noted and no specific component applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The patient declined further follow-up and was advised to call for additional assistance if needed.